Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining the results of 158 mg/dl, 172 mg/dl, 155 mg/dl, and 130 mg/dl on performa system 1 compared back to back within 10 minutes with the results of 93 mg/dl, 92 mg/dl, 90 mg/dl and 91 mg/dl on performa system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.